Event description:
Complainant alleged that while attempting to treat a pt (gender unknown) who had collapsed, the device gave a "unit failed" prompt after powering on. Compainant indicated that the pt subsequently expired.